Event description:
A peritoneal dialysis nurse (pdrn) contacted fresenius customer service to report a peritoneal dialysis (pd) patient that this patient on was hospitalized on (B)(6) 2022 for a surgical procedure. It was reported that the patient contracted an infection while hospitalized. Upon follow up, the pdrn stated the patient was hospitalized for angiogram with stent placement due to pre-existing cardiovascular disease. After the procedure the patient was admitted to the hospital and subsequently developed peritonitis. The pdrn reported that the patient was initially receiving pd therapy in the hospital with unspecified fresenius products. The nurse stated the patient is receiving hemodialysis in the hospital currently and the cause of the patient¿s peritonitis is unknown. The date of the culture and the organism were not reported. The patient remains hospitalized and has been transitioned to hd therapy. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.